Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer did a manual injection to address the bg. Reportedly; the customer was using non-tandem charging supplies in an attempt to charge the pump. Tandem technical support educated the customer that 3rd party charging supplies are off label per the tandem user guide. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.